Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the presence pin sensor 2 was the cause of the issue and cleaned all the pins on the universal surgical manipulator's (usm's) carriage and exercised them in and out to remove or break up any possible sticky residue. The system was then able to detect a sterile adapter and instrument with no issues. The fse performed this multiple times and also performed a test drive. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) during mid procedure they got an instrument not recognized on universal surgical manipulator 2 (usm2). The tse reviewed the logs indicating tool presence pin 2 not detected to usm 2. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with 3 usms. There was no harm or injury to the patient. When asked if they could provide the instrument with recognition issues, they informed several instruments were used to try to correct this issue, exact instruments unknown, all were unrecognizable through usm2 but were recognizable with other usms.